Manufacturer narrative:
.

Event description:
It was reported that the device's joules displayed onscreen do not match the joules selected with the therapy knob, resulting in a failed opcheck. There was no reported patient involvement.